Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported in a journal article that the patient underwent revision surgery of the metasul liner after 9.9 years in vivo due to dislocation. No other documents were provided. Devices analysis: devices analysis could not be performed as the product was not returned for investigation. Possible causes for the reported event according to sap dfmea: impingement with stem, dislocation, subluxation, migration of shell short term and long term -> due to malpositioning of implant (wrong alignment of cup). Impingement with stem, dislocation, subluxation, release of pe/ metal particles metallosis -> due to insufficient rom of components. Comparison to investigation results whether it is possible and justification: possible -> no product, x-rays or surgical notes available. Possible -> no product, x-rays or surgical notes available. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a medical journal article that the patient was implanted a metasul liner (exact catalogue number unknown) between 1994 and 1997. The metasul liner was revised after 9.9 years in vivo due to dislocation. (Journal article: m.r. Streit et al.: high survival in young patients using a second generation uncemented total hip replacement, in: international orthopaedics (sicot) (2012) 36:1129-1136).